Manufacturer narrative:
Note: the reported complaint was not confirmed. The sucker was sent to terumo for eval and replacement. The sucker was visually inspected and evaluated for flow. No obstruction was apparent. Tap water freely circulated through the sucker. Both the overmolded tip adapter and connector were removed from the stainless steel tube and visually inspected under magnification. There was no flash, burs or evidence of any obstructions present on the tip adapter, connector, or stainless steel tube. The root cause of the reported complaint could not be determined.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported an occluded adult sucker. As a result the adult sucker was removed and replaced with another like sucker. The case was not delayed. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.